Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported by the patient that the pump quit working, "it's been wrong since (B)(6) 2012 and in (B)(6) 2012." The patient reported "it started hurting me." The patient experienced "little twings, a little shock or a little ping, like somebody stuck a pin or a needle into me." This occurred when the pump alarm for an empty reservoir went off. The patient also reported pain in their back and leg. The patient confirmed that the pump was not refilled because the battery was dead and the physician "just let it run out." However, the patient also stated the medicine in the pump "was stopped" in (B)(6) 2012. Saline was not put in the pump. Ultimately, the pump was reported to have been replaced on (B)(6) 2013.

Event description:
It was reported that the patient had a pump alarm going off for three days and was having pain in the pocket area. It was stated that the patient was not going to have her pump refilled, but replaced instead. The patient's physician wanted to replace the pump with a 40ml reservoir model as the patient was on 30mg of morphine every eight hours. It was also noted that the patient was told her battery had died the previous month. The patient had been hospitalized from (B)(6). When she was planned to have the pump replaced, she passed out and was noted to have had low blood pressure and "low sugars." The drugs used in this system were bupivacaine and morphine another report, the same day, stated that the patient had been to the emergency room (ER) three times in the past two weeks. Once was from passing out and the other two times were due to pneumonia. It was reported that the patient's pump was empty, but a refill had never been scheduled because of the expected replacement surgery. The surgery had been planned for the following monday, but was cancelled due to the pneumonia. At that time, her pump was alarming, but the reason for the alarm was unknown due to the lack of a clinician programmer to interrogate. Ten days later, it was reported that the patient was having changes in therapeutic effect at different times of the day. The patient was also having pain in her spine. The patient's pain would sometimes peak as if "someone was stabbing her with a knife." Two days later, it was reported that the patient was in horrible pain and her neuropathy was so bad that she couldn't walk. The patient was scared because every time her pump's alarm went off, she would get shocked in the area of her pump. At that time, the patient was on oral morphine, but it was causing her to get "sick to her stomach." It was reported that the patient had not rescheduled her replacement surgery yet, but was to have her pump and "wires" replaced. Five days later, it was reported that the patient still had concerns regarding her device or therapy, but was working with her doctor or medtronic representative. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.